Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was attempted to be implanted in the intestines during an intestinal stent implantation procedure performed on (B)(6) 2026. During the procedure when deployed, the stent fell off in advance, the deployment was not accurate, and the therapeutic effect could not be achieved. The procedure was completed using another of the same device.there were no patient complications reported as result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.